Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: they found whitish liquid inside the syringe which led to oily bubbles in the syringe during medication preparation that not accepted by the hospital policy to administer to the patient direct IV with not clear fluid inside the syringe. Moreover, they asked for a document that is safe to be used with the patients and the accepted level of silicon inside the syringe supported with guidelines. When did the incident occur? During use.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. Three samples and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that acceptable amount of silicone visible on the stopper. Fourier transform infrared spectroscopy (ftir) analysis result confirmed the substance to be silicone used in the manufacturing process. One photo show three packages viewed from the top web with all applicable product information, another photo shows one loose syringe laying next to an unsealed package. The next two photos each show a close-up image from different angles of one loose syringe with minor presence of silicone on the barrel roof area. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot number 3235203. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.